Event description:
During a minimally invasive maze procedure, the pump failed on the mcr1 device due to air in the line. Possible user error. A second mcr1 device was opened and the procedure was completed without any further issues.

Manufacturer narrative:
Evaluation summary - the device involved in the event was not returned for evaluation. A retained sample of the device was evaluated for functionality. There were no issues noted for the functionality of the device. Also, the device history record was reviewed, and no anomalies were noted.